Event description:
Reporter indicated that they had received high impedance upon interrogating the patient's device. Patient underwent surgery to replace device. No further information is available at this time. Product was returned to manufactured and was analyzed. Upon analysis, no anomalies were found, and setscrew marks were observed on the connector pins which indicated proper mechanical contact between both the generator and the connector pin. However, a portion of the lead was not returned, therefore, this portion could not be analyzed.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.